Event description:
It was reported that the patient underwent a sling procedure in 2005. At the six month follow up, the patient reported having had a urinary infection of mild severity from 03/23/2006 for seven. The patient was treated with noroxine.